Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review, and the user did not describe any type of use errors or other issues that might have caused the reported event.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. The leak was observed between the connection of the cassette and the solution bag. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.